Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to login to the station. A technical support specialist guided the user to perform a manual reboot of the station. The user powered off the station using the power button and then powered it back on. After the reboot, the station was functioning normally. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in accessibility mode and not communicating with the server; the user was unable to log in, the station became unresponsive when any key was pressed, and a reboot attempt did not resolve the issue. However, there were no delay in patient care and no adverse events or injuries reported based on this event.